Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the calcified and severely tortuous right upper arm shunt. The 5 x 20mm x 40cm mustang balloon catheter was advanced over a 0.035inch non bsc guide wire though a non bsc sheath and inflated 3 times. On the 3rd inflation at 24atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).